Event description:
It was reported that a patient presented with inappropriate anti tachycardia pacing noted due to incorrect interpretation of signal. Corrective programming changes were recommended. No adverse patient consequences were reported.